Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation on an unspecified date with unknown mentor gel breast implant and experienced left-sided implant rupture postoperatively. The patient underwent explantation and replacement with 425cc smooth mentor memorygel breast implant, catalog # 3504251bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020, and rupture was discovered during the surgery.

Manufacturer narrative:
Mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 1.5 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).